Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that since the last fitting on (B) (6) 2010, the pt has had interruptions to the sound when moving her head. There is no history of a fall or blow to the head. The pt has had for a while a general type of headache. Testing carried out on (B) (6) 2010, showed only slightly varying measurements. The pt was re-implanted on (B) (6) 2010, after contacting the surgeon directly at the clinic last week, stating that the implant was no longer functioning.